Event description:
It was reported that a patient was inappropriately shocked due to supraventricular tachycardia (svt) by their implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.